Event description:
It was reported that pump battery depleted faster than it had in the past, causing need for more frequent charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support, and follow-up for more details was planned.